Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device was completely removed from the patient and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in a moderately tortuous right forearm vessel. A 5.0mmx40mmx80cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, during inflation below the rated burst pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.